Event description:
In this event it is reported that profile vortex blue 25mm file broke during use. Broken piece not retrieved. No injury. Additional treatment forth coming. Outcome will be updated.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.